Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No blank display or constant tone was noted. The operating currents test could not be performed due to the keypad anomaly. Moisture damage was found on the display board. The insulin pump was received with cracked display window corners, broken battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported by the customer that the display screen is blank. It was also reported that the insulin pump was exposed to water. Customer's blood glucose level at the time 145mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.